Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.na - attachment: [cn-034160.pdf].

Manufacturer narrative:
Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The reported patient effects of thrombosis and myocardial infarction, are listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use as known adverse events associated with the use of a coronary scaffold in native coronary arteries. A conclusive cause for the reported patient effect(s) of myocardial infarction and thrombosis, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional adverse patient effect of death referenced is being filed under a separate medwatch report #. Article titled "comparison of everolimus- and biolimus-eluting coronary stents with everolimus-eluting bioresorbable vascular scaffolds: two-year clinical outcomes of the everbio ii trial".

Event description:
It was reported through a research article identifying absorb bioresorbable vascular scaffolds (bvs) that may be related to the patient effects of death, myocardial infarction (mi), target lesion revascularization and late scaffold thrombosis. Specific patient information is documented as unknown. Details are listed in the attached article, titled "comparison of everolimus- and biolimus-eluting coronary stents with everolimus-eluting bioresorbable vascular scaffolds: two-year clinical outcomes of the everbio ii trial" .